Event description:
I had hernia surgery in 1998, to repair a -right side- inguinal hernia. The surgeon implanted a small oval kugel mesh patch. Starting in 2007, I had bad pain in my abdomen-so bad that I could not work. After many mris, cts, ultrasounds, and 2 surgeries the doctors discovered that I had a kugel failure. In 2007, I underwent my second surgery and the surgeon found that my kugel mesh had broken inside of me and a piece of plastic from the ring was pushing on my insides. The broken piece was the reason for my pain and if I had conceived before having this removed the broken plastic would have been in the way of my uterus as it grew. Thankfully, the surgeon was unable to remove -or pry- this kugel mesh patch away from my tissue and muscle. I had to have 3 nerves divided, and have been told that I will probably have nerve pain forever. The kugel mesh was inserted in 1998. The info is: size-small oval 8x12cm, cat no-10-101, lot no-041398. Dates of use: 1998 - 2007. Diagnosis or reason for use: to repair an inguinal hernia -right side-.